Event description:
A caller reported experiencing a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level. The customer was educated on the correct load process and tried to load a new cartridge, but the alarm recurred. Technical support decided to replace the pump, and provided instructions for returning the problematic device. The caller was advised that they would receive a replacement pump with updated software and understood the need to program their settings into the new pump. The caller would use multi-dose injections as a backup therapy to ensure continued insulin delivery.